Event description:
It was reported that the superion indirect decompression system patient underwent a revision procedure due to unknown complications from the initial implant procedure where the spacer device was explanted, and a fusion surgery was performed. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the physician, facility name, address, phone number, patient outcome and device return outcome.